Event description:
Lead dislodged during tavr and watchman procedure. Replaced with a leadless ipg system (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).